Event description:
It was reported that the patient's hearing sensation has worsened and the sensitivity to sound has become weaker. Re-implantation is considered, a surgery date is not yet known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.